Manufacturer narrative:
Device evaluated by MFR: the sterling was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a hole in the guidewire lumen 48mm from the tip.

Event description:
Reportable based on device analysis completed on 16may2024. It was reported that difficult to track over wire occurred. The target location was located in the superficial femoral artery. A 5.0x150x150 sterling was used for dilation. During the procedure, when the guidewire was inserted in the tip of the sterling balloon, the wire did not go inside the catheter but on the balloon part, which is dilated due to the inflator. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed a hole.